Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Medwatch report mw5177228 attached to this case. Consumer reported to medwatch report mw5177228 - "pen needle broke upon administration. Unknown if there was a missed dose or adverse event. Unknown if product on hand for return". Lot # unknown. Catalog# unknown pen needle 31g 5 mm 3/16 mini bd ultrafine. Date of event 08-aug-2025. Date of medwatch report 08-oct-2025. Sample status discard.